Event description:
It was reported that the 9600 system would not save the cine image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The system was not in the correct mode. The system was tested, and found to be working as intended, and put back into svc.